Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A doctor reported two patients with questionable readings during a cataract surgery. Both patients are having explants of toric intraocular lens (iol). Doctor thinks issue is related to the unit readings.

Manufacturer narrative:
Additional information provided in additional manufacturer narrative. Following the submission of the initial report, it was discovered that a duplicate medical device report with manufacturer report number 2028159-2018-00470 was submitted relating to this event. As further information pertaining to the event and investigation received will be provided in report with manufacture report number 2028159-2018-00470. The file related to manufacturer report number 2028159-2018-00448 will be closed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).